Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014; 7002 lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the device was replaced due to premature battery depletion. The battery longevity was less than expected. The device was removed and a new device was implanted. It was further reported that the left ventricular (lv) epicardial lead had elevated thresholds and low impedance. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.